Event description:
A physician reported that during an intraocular lens (iol) implant procedure, when placing the lens and passing it through the cartridge, it fractured and caused inconvenience to the doctor. The lens was removed. Additional information has been requested and received stating the lens was removed by making a larger incision of the cornea. The new lens was implanted the same day.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned. Information was provided that a qualified company cartridge was used with the lens. A non-qualified viscoelastic and a non-qualified handpiece were indicated. The root cause of the reported complaint was most likely related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic and handpiece were used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company recommends using the qualified company iol delivery system or any other company qualified combination."information was provided that the surgery was "concluded the same day but a lens equal to the fractured one must be obtained". The manufacturer internal reference number is: (B)(4).